Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response which occurred in vf zone. Device provided antitachycardia pacing therapy which induced ventricular tachycardia and patient received inappropriate hv therapy. This resulted in right ventricular lead noise post-shock and patient received additional inappropriate shocks for lead noise. Lead noise was not reproducible with isometrics. Patient will be scheduled for lead revision.

Event description:
New information received notes that the patient was stable post procedure.

Event description:
New information received notes that the lead was explanted and replaced.